Event description:
Case #: (B)(6). Case subject: npi 8120 did not recognize syringe size.account name: (B)(6) medical center.account #: (B)(6). Asset name: 8120 pca module v8.asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no.patient or user harm: no.case description:(B)(6) reported a pca8120 did not detect correct vtbi in the syringe. It was 30 cc syringe ((B)(6) could not tell who was the manufacture). The vtbi displayed 32 cc even thought it was supposed to be 30 cc.pca sn (B)(6). Failure device type: failure problem type: failure mode: case resolution:informed (B)(6) the compatible syringes can be used with pca8120 are : 30 cc bd plasticpak, 30 cc ims pump jet, and 30 cc terumo, if he use a 30 cc syringe. If it is a different manufacturer, it could give a different reading. (B)(6) will check with his pharmacy to confirm if it is ims pump jet 30 cc. If it is not, they will correct the syringe. If it is truly ims pump jet 30 cc, joel will send unit to biomed shop to have it checked out.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8120 did not recognize syringe size. Technical support - informed joel the compatible syringes can be used with pca8120 are : 30 cc bd plasticpak, 30 cc ims pump jet, and 30 cc terumo, if he use a 30 cc syringe. If it is a different manufacturer, it could give a different reading. Joel will check with his pharmacy to confirm if it is ims pump jet 30 cc. If it is not, they will correct the syringe. If it is truly ims pump jet 30 cc, (B)(6) will send unit to biomed shop to have it checked out. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/10/2013 to the present date 10/2/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - informed (B)(6) the compatible syringes can be used with pca8120 are : 30 cc bd plasticpak, 30 cc ims pump jet, and 30 cc terumo. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No device will be returned per customer. A serial # was provided therefore a DHR will be assessed. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device did not recognize syringe size. It was at 30 cc syringe but displayed 32 cc syringe. There was no patient involvement.